Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tubing leak event on 14-may-2024, 21-may-2024 and 28-may-2024. The infusion set was in use for 1- 2 days for all. The glucose level was 200-300 mg/dl. No further information available.